Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced incontinence, urinary tract infections, bowel problems, constipation, urinary infections, neuromuscular infections, emotional and psychological problems. Furthermore, it was reported that the plaintiff died. No cause of death was reported.